Event description:
A customer reported issues with a charging port that was not functioning reliably and a clock on a pump that was losing time. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from technical support, and no further information was available regarding corrective actions or outcomes.